Event description:
Boston scientific received information that following implant this pacemaker was not emitting pacing pulses. A magnet was applied; however, no pacing pulses were present. The device was interrogated and found to still be in storage mode. The device was taken out of storage mode and started pacing appropriately. A revision procedure was performed to confirmed proper connections. The physician elected to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.